Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer required assistance to treat a low blood glucose level, value not provided. Reportedly, the customer miscalculated and gave themselves too large of a bolus needed to cover the carbohydrates consumed. Customer declined further troubleshooting, therefore no additional information regarding event could be gathered.